Event description:
Upon initial contact, office advised sales rep that the device was overheating and burned pt's mouth. Dental office was contacted to obtain additional info regarding pt and injury on (B)(6)2009 and (B)(6)2009, but no response was received.

Manufacturer narrative:
Device history records showed no problem with material, MFR, or test of subject device. Returned device was disassembled and examined. No abnormalities were detected. The device was returned to the distributor after rechecking it.